Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The reloads were pre-fired and engaged in interlock. There were staples protruding from the proximal staple cartridge channels. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while the device was being applied to the stomach, the instrument didn't fire. After successfully loading first reinforced reload and clamping on tissue, the handle could not be squeezed and the instrument didn't fire. A second handle was opened and used with the same reload, however, the same issue occurred. A second reinforced reload was used on the second handle however, the stapler still would not fire. A third handle and a third reload was opened and used successfully to complete the case. There was no patient injury.